Event description:
The kensey nash representative reported that the shieldwire was advanced through the lesion. The protection balloon was inflation and a column of contrast was confirmed by fluoro, while the physician advanced teh stent under fluoro, the balloon slowly deflated.

Manufacturer narrative:
Failure investigation is ongoing. A follow-up report will be sent to FDA with the full evaluation information.